Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon for evaluation along with the customer's glidescope video monitor used during the procedure. A verathon technical service representative evaluated the returned monitor which passed both visual inspection and functionality testing with no issues found. The camera image quality test was performed for the glidescope video monitor and passed. When evaluating the returned smart cable, the verathon technical service representative found a damaged pin in the cable's hdmi connector. When connecting the returned smart cable to known, good, test verathon equipment, the cable produced no image. The test monitors were able to recognize an imaging device being connected, though the main screen remained black. The camera image quality test was performed and failed for the reported glidescope spectrum smart cable. The reported image issue was isolated to just the glidescope spectrum smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the connected glidescope video monitor went black intermittently. The procedure was completed using a backup device of the same model. No delay in the procedure or harm to the patient or user was reported.